Event description:
A report was received that while testing during the trial procedure, the pt was not responding normally but was able to move a little. The physician immediately pulled the leads and gave the pt oxygen. The pt's heart rate and blood pressure were monitored for 30 minutes and the pt was discharged. The physician was not sure if the event was due to the stimulator or sedation.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.